Event description:
It was reported that the patient underwent implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to a bent haptic. In addition, it was stated that the surgeon had to enlarge the incision during the removal of the lens, and a new lens was placed. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned product revealed a detached haptic, and torn optic with evidence of viscoelastic, ovd (ophthalmic viscosurgical device).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data - concomitant product: unfolder cartridge. All pertinent information available to the manufacturer has been submitted.